Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken distal clevis at one side of the ears of the clevis. The broken pieces was not returned with the instrument. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had broken plastic housing on the tip.